Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer to replace a column. Next, the customer calibrated and ran quality control (qc). They were subsequently able to resume operations. No further action was required by field service. The most probable cause of the reported event was fault/ failure of a column.

Event description:
On (B)(6) 2016, the customer reported calibration errors with their g8 analyzer. Technical support (ts) instructed the customer to recalibrate again with a new set of calibrators, and advised that she would also be sending a new set of calibrators to the site. On (B)(6) 2016 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.